Manufacturer narrative:
Reported event: an event regarding anterior notching during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 557 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding notching. There were other reported events for the listed catalog number ((B)(4)). -conclusion: an analysis of the warnings in the crisis log file, application workflow, femur segmentation, implant plan, femur checkpoint values, femur registration values, rio registration and verification values, bone preparation checkpoint values, and arm pushed too hard warnings was completed. No system defect or malfunction is suspected. It was noticed that the user cleared and then collected a new femur checkpoint at 17:04:17, after the anterior, anterior chamfer, and posterior resections had been completed. The checkpoint is usually only cleared and recaptured after an array has been bumped. If an array was bumped and not fixed before completing resections, inaccuracies could occur.

Event description:
Surgeon reported that the femur notched while making anterior cut. Notch was confirmed in post-op x-ray. Case type: tka. Approximately 2mm notch . During anterior cut.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Surgeon reported that the femur notched while making anterior cut. Notch was confirmed in post-op x-ray. Case type: tka. Approximately 2mm notch . During anterior cut.